Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) assessed the system on-site and confirmed that the system did not boot up. During troubleshooting, fse discovered that basic input/output system (bios) information was not displayed on the data monitor during system bootup, and there was no led in the host pc disk bay. Fse discovered that the host pc was faulty. To resolve the issue, fse replaced the host pc, hard drives, and reinstalled software. After that, the system was restored to proper working order. The defective host pc was returned for failure analysis. The cause of the failure was determined to be power supply malfunction. The codes were updated based on the investigation outcome. The evaluation method code was corrected.